Event description:
This was an orthopedic procedure. The burn was not considered serious. The hand-trol was on the medial, left calf and activated without being touched. The surgeon noticed it and retrieved it immediately. Another hand-trol was used without incident. The hand-trol will not be returned to the MFR.